Event description:
It was reported that, "t2 tibial nail was implanted for a mid shaft tibia fracture. The t2 nail was inserted backwards (180? The wrong way) during the initial surgery. The nail was later revised in 2009 by a different surgeon, because of pain". T2 tibial nail was removed and a synthese nail was put back in.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.